Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications. The pump was not functionally tested due to misaligned ball and a misaligned rod. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information.

Event description:
It was reported that while priming an inflatable penile prosthesis, the scrub nurse had an issue with the pump becoming stuck/jammed and the saline was not able to cycle through into the cylinders. The pump failed at priming and was never implanted.

Event description:
It was reported that while priming an inflatable penile prosthesis, the scrub nurse had an issue with the pump becoming stuck/jammed and the saline was not able to cycle through into the cylinders. The pump failed at priming and was never implanted.